Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained high blood glucose. Called the paramedics and was hospitalized due to high blood glucose. The blood glucose reading was over 600 mg/dl at the time the paramedics arrived. Nothing further was reported.